Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Event details: it was reported by customer that I have another catheter that had a significant back flash through the end of the catheter. Blood returned out the back end of the catheter verbatim: material #382544, lot #5010456. I have another catheter that had a significant back flash through the end of the catheter. Do you need me to save that one as well? Date (B)(6) 2025: bd insyte autoguard bc 18 g x 1.16 in lot 5010456. No pt harm just a big bloody mess. Blood returned out the back end of the catheter.

Manufacturer narrative:
The complaint of a leak was confirmed from the circumstantial evidence that was observed on the returned sample. One fully retracted needle was received with blood residue within the grip and barrel. The IV catheter was not returned with the shielded needle. The leak path could not be determined due to the sample condition; however, as the sample supports the complainant¿s description of the reported event, the complaint was confirmed. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.